Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6)2025, it was reported that the patient's dexcom receiver showed egv 70 mg/dl. The patient experienced nausea, vomiting and light headed, unable to ambulate without holding to something, could walk straight. She could not remember if the paramedic check her bg fs value before she was given glucose, but when the paramedic came, the reading from the receiver was 70 mg/dl. The paramedic gave glucose gel to bring the blood sugar up and when got the emergency room (ER), the reading was 140 mg/dl from the bg fs. The patient stayed in the ER for 6hrs. The patient was feeling fine and normal as she can speak clearly. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.